Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system endured a syncopal event and was presented with a heart rate in the 30bpm range. Upon further review, oversensing and loss of capture (loc) was noted. Right ventricular (rv) lead pacing impedance measurements were below 100 ohms. When programmed to unipolar settings, capture was observed with impedance measurements of 200 ohms. The physician suspected the cause to be a result of a possible insulation break. A revision procedure was performed and the device was explanted and replaced. The right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported during the procedure.